Event description:
During post-op programming following a recent procedure, the pt reports the previous numbness and sharp pain in her head (off-label use) has now subsided, but the area occasionally feels sensitive. The pt also reports experiencing pain in her left shoulder since the procedure. Efforts to resolve this issue via reprogramming failed to provide the needed therapy coverage. The pt's current lead placement is retrograde due to extensive scar tissue which hinders effective therapy coverage. A consultation with the physician has been scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.